Event description:
(B)(4). It was reported that the patient had his battery from (B)(6) 2006 replaced (B)(6) 2015 because it had depleted or went dead recently. The healthcare professional (hcp) reported that there was a ¿malfunctioning battery¿running low.¿ the battery which ¿stopped functioning¿ was a rechargeable battery. It would not pick up the charge. The patient requested replacement of the battery. Pros, cons and risks were discussed with the patient in detail. There were no symptoms, only the battery indicator was lit. The cause of event was determined to be a depleted battery. It was unknown if this was normal depletion. The component involved in the event was the implantable neurostimulator (ins). Troubleshooting included x-rays and interrogation by a manufacturer's representative. The patient was taken to the operating room to replace the battery on (B)(6) 2015. The preoperative and postoperative diagnostic was ¿malfunctioned epidural spinal cord stimulator.¿ the procedure included removal of the old epidural spinal cord stimulator (scs) battery or pulse generator from the right buttock, placement of the new battery in the right buttock pocket, and perioperative programming of the epidural spinal cord stimulator battery. Anesthesia was general endotracheal. There were no complications and the estimated blood loss was minimal. The patient had an epidural scs battery placed and had done well with it. After the patient was positioned prone on the operating table, his back was prepped and draped in the usual manner. Local anesthesia was infiltrated at the proposed site of incision. The incision was made in the previous scar, sharp, and blunt dissection. The previous battery was located and taken out. Hemostasis was confirmed. The operative site was irrigated with bacitracin solution. A new battery or pulse generator was placed in the right buttock pocket, and the battery was anchored in the subcutaneous tissue with 3-0 vicryl. The pocket was closed with 0 vicryl. The subcutaneous tissue was closed with 2-0 vicryl and the skin was closed with staples. The battery was programmed and the patient was sent to the recovery room in stable condition after appropriate dressings were applied. The patient had recovered without permanent impairment. The hcp noted to refer to the manufacturer's representative for ¿specifications.¿ the patient mentioned having met with the manufacturer's representative in the hospital. Refer to manufacturer's representative 3004209178-2015-04499 for the event pertaining to the patient¿s subsequent implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(4) 2005, product type: programmer, patient. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2005, product type: recharger. (B)(4).